Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. The device was returned to the biomedical engineering dept with an unsigned note that stated, "does not work." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. During testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.